Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips healthcare that during co2 calibration of the device, the user could not hear the pump running intermittently. There was no pt involvement.